Event description:
Caller reported that the cartridge was not fitting properly on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer was instructed to remove an o-ring found on the pneumatic tap and clean the area with an alcohol wipe or lint-free cloth. It was also suggested to inspect the cartridge and attempt to reload it. Although it was unconfirmed if the cartridge fit correctly, the caller was able to resume insulin therapy successfully.